Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that smoflipid was leaking where the lipid filter connected to the anti-siphon valve at the trifuse. The tpn, smoflipid, and central line tubing were discarded, and new tubing and fluids were hung. When the operator of the device attempted to secure the connection, it was noted that, when connected tightly, the device threads were inadequate and not properly connected, and when connected loosely, there was disconnection from the IV tubing and/or leaking at the connection site. When a new device was ordered and become available, the connection design seemed to be different, and the connection issue stayed the same.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn xxxxxxxx-2025-00xxx for details pertinent to this event.

Manufacturer narrative:
A supplemental was sent stating that the original report was sent under a wrong mrn number. The supplemental was supposed to include the correct mrn number that the report was filed under but it did not. This report is to correct that. Please reference mrn 1526863-2025-00038-00 for details pertinent to this event.